Event description:
Related manufacturer reference number: 1627487-2022-05451, 1627487-2022-05420, 1627487-2022-05421. It was reported during a drg system explant, the contacts of the l3 lead were unable to be removed and remain implanted. The fragments are caught between ligaments and are unable to be removed by the physician. There are no known plans at this time to remove the fragments.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.